Event description:
It was reported that the insulin pump was damaged on the battery compartment. The blood glucose reading was 100 mg/dl. Nothing further was reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). The insulin pump was received with minor scratched display window, cracked display window corners at top and bottom right side, cracked case at display window corners, cracked on reservoir tube lip, cracked reservoir tube window through reservoir tube and cracked reservoir tube. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.